Event description:
Information was received from a consumer regarding a patient who was receiving bupivacaine and dilaudid (both at unknown concentrations and doses) via an implantable pump for non-malignant pain. It was reported on (B)(6) 2016 that the patient was having issues that started shortly after a refill three weeks before. It was indicated that the patient was either "getting too much medication or not enough" and that for two weeks he was feeling like he was going through withdrawals. The patient had no falls or trauma. It was noted that he was going to have a (B)(6) study. The reporter was redirected to the patient's managing health care professional (hcp). No further information was reported.

Event description:
Additional information was received from a manufacturer representative on 2016-nov-23. It was reported that the patient felt signs and symptoms of withdrawal. A catheter dye study was done on (B)(6) 2016. The catheter aspirated perfectly and the rotor study was successful. The pump was found to be empty and therefore was filled with 8 cc saline until the patient could return to the clinic for a refill. There were no applicable external factors, environmental factors, patient factors, interventions, or actions performed. The issue was resolved and the patient status was alive with no injury. The patient was receiving preservative-free normal saline in the pump. Surgical intervention did not occur and was not planned.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Eval code-conclusion updated.

Event description:
Additional information was received on (B)(6) 2017. The pump was returned to the manufacturer.

Manufacturer narrative:
The 'intervention required' box should have been checked in the previous regulatory report when the device was returned for analysis. The box is now checked. Analysis of the pump identified no anomalies. Eval code-result updated. Eval code-conclusion updated. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.